Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) ranged from 324-397 mg/dl with moderate ketones present. Customer used manual insulin injections to correct the elevated bg. Customer reverted to manual injections for insulin therapy.